Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 404 mg/dl and their sensor glucose read 53 mg/dl. Customer also reported mistreating their blood glucose with glucose tablets due to the inaccurate readings. The customer did not treat for their high at the time of the call. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's blood glucose was 375 mg/dl at the end of the call. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.